Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 540mg/dl. The customer's most current level was 216mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they had motor error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The pump functioned properly. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. The drive support cap was inspected and no anomaly was noted.